Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2012, this patient underwent endovascular repair of a dissected descending thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. The patient tolerated the procedure. On an unknown date, follow-up computed tomography (CT) showed that the diameter of the descending aorta proximal to the endoprosthesis had enlarged and a type I endoleak was revealed. On (B)(6) 2017, an additional conformable gore® tag® thoracic endoprosthesis was implanted proximal to the previously implanted endoprosthesis. Touch-up ballooning to the overlap of the endoprostheses was performed, and intra-procedure angiography showed no endoleak. The procedure was concluded, and the patient tolerated the procedure.